Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of breakage of needle of with an infusion set on 19-jul-2024. No further information was available.